Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead I mpedance. When the lead was tested and normal function was observed, the pacer was replaced.